Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter insertion assessment. It was also observed that the bearings were worn out and loose which created a situation where the cutter was not able to be inserted. This is because the bearings were no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during cleaning it was discovered that the bearings on the attachment device were gone and jumping. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
After further evaluation, it was determined that the reported condition of the device jumping was not confirmed only the reported condition of bearings gone/damage was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.